Event description:
It was reported that the patient underwent a mohs procedure on an unknown date and suture was used. Following the procedure, the patient experienced a wound dehiscence. Patient intervention is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a mohs procedure with excision on (B)(6) 2015 for moderately dysplastic nevus. The suture was placed on the base of the left neck. On (B)(6) 2015, the patient experienced opening of incision and drainage with suture no longer intact. The patient was treated with minocycline. The patient is well healed as of follow up (B)(6) 2015. (B)(4) in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.